Event description:
It was reported to (B)(6) that when the tape was loosened to check placement, the bain fistula needle 15gx1, 25mm shot out. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).